Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug admin issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. Method: review of the electronic data and files received. (B)(4).

Event description:
During the interrogation of the pacemaker by the local subsidiary, an error message was displayed by the programmer ("the first interrogation statistics backup failed."). Therefore an explanation was requested.